Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient "suffered from infection of the abdominal wound and constant pain requiring medical treatment and biopsies resulting in hospitalization for the removal of the mesh, revision and repair. Patient developed seroma following the revision and additional infection." The patient's attorney did not allege a specific device failure and no medical records have been provided. Recurrence is a known inherent risk of hernia repair surgery and recurrence and seroma are identified in the adverse reaction section of the instructions-for-use as possible complications. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿should additional information be provided a supplemental emdr will be submitted.the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2008: the patient had a bard/davol composix kugel, lot number husc0820, implanted during a hernia surgery. On (B)(6) 2011: the patient underwent additional surgery due to the defective qualities of the mesh. As alleged, due to the bard/davol kugel mesh implant, between (B)(6) 2008 and the present, the patient "suffered from suffered from infection" of the abdominal wound and constant pain requiring medical treatment and biopsies resulting in hospitalization for the removal of the mesh, revision and repair. As reported, the patient developed seroma following the revision and additional infection. As alleged, the patient suffered and will continue to suffer severe and permanent personal injuries including but not limited to pain, suffering, and disability.

Manufacturer narrative:
Addendum to the initial MDR to document additional information and medical records provided by the patients attorney. This addendum to the initial emdr is being sent to correct implant date from (B)(6) 2008 to (B)(6) 2008 as per medical records. Additional information from medical records includes detail regarding patient's post-implant complication of abdominal wall mass for which the "patient underwent an exploration with drainage of an abdominal wall abscess and removal of infected hernia mesh (bard/davol composix kugel)". No sample was provided for evaluation; however, a review of the manufacturing records was performed and found that the lot was manufactured to specification. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ during patient's office visit of (B)(6) 2012 the patient states concern there may be recurrence of fluid; however, per md notes "there is no hernia noted and certainly no seroma or fluid". It is unknown to what extent the device may have caused or contributed to the reported event. Should additional information be provided a supplemental emdr will be submitted. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Addendum to the initial MDR to document additional information and medical records provided by the patients attorney. (B)(6) 2008: the patient underwent an exploratory laparotomy, and ventral hernia repair, with implant of the composix kugel (ck) hernia patch. (B)(6) 2008: abd wound culture: moderate pseudomonas aeruginosa. (B)(6) 2011 abd CT scan: abdominal mass: patient underwent a fine needle aspiration. (B)(6) 2011: the patient was diagnosed with an abdominal wall mass. The patient underwent an exploration with drainage of an abdominal wall abscess and removal of infected hernia mesh (composix kugel). Per operative report: ¿an (___) was encountered and this was entered with some purulent fluid being obtained. This was sent for culture. The sinus and abscess was enlarged and found to communicate with the most inferior portion of the previously placed mesh (composix kugel). The mesh (composix kugel) was grasped and the anterior fascia overlying this was opened for a short period. Blunt dissection was used to free up the remainder of the mesh (composix kugel) which was removed in its entirety.¿ (B)(6) 2012: office visit: patient states she has had some sensation of fullness in the right lower abdomen with concern there may be recurrence of fluid. Per md notes: "she has intermittent but very mild pain. The incision is healed and somewhat difficult to examine because of thickness of abdominal wall but there is no hernia noted and certainly no seroma or fluid" as alleged, the patient suffered and will continue to suffer severe and permanent personal injuries including but not limited to pain, suffering, and disability.